Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis..

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient experienced a hyperglycemic event due to inaccurate values. On (B)(6) 2017, the patient was taken to the emergency room (ER) where he was given morphine and treated with humalog insulin and intravenous (IV) therapy. At 2:00pm on (B)(6) 2017, the patient was transferred to the intensive care unit (ICU) via ambulance. It was indicated that the doctors put a tube in the patient's nose for breathing and administered the patient with IV fluids. After the patient's breathing was stabilized and his co2 levels were high enough, the patient was released from the hospital on (B)(6) 2017. It was indicated that the patient had experienced diabetic ketoacidosis in the event. At the time of contact, the patient was in normal condition. No additional event or patient information is available. Data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.